Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2011-00080 to provide information regarding the evaluation of the sample returned from the user facility.

Manufacturer narrative:
The involved device is in transit to the manufacturing facility in (B)(4). Inspection & testing of a retained sample from the reported lot confirmed that there were no defects or anomalies & product performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined, there is no evidence that the reported issue was related to a device defect or malfunction. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by stating that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire advantage." The involved device is in transit to the manufacturing facility in (B)(4) for further evaluation. A supplemental follow-up report will be submitted based on the results of the evaluation. (B)(4).

Manufacturer narrative:
Results - (B)(4) based on evaluation of user facility information and the returned sample; based upon testing of reserve sample. Conclusions - (B)(4) based on evaluation of user facility information and the returned sample; based upon evaluation of reserve sample. Evaluation of the returned sample by the manufacturing facility confirmed that the guidewire had been pinched and fractured at a point approximately 600-mm from the distal tip. Measurement of the total length verified that the entire device had been returned for evaluation. Electron microscopic inspection of the fracture cross-section revealed the surfaces were flat on the right and left sides with narrowing toward the center. A reserved sample of the same product code was used to attempt to re-create the observed fracture. Testing confirmed that a very similar cross-sectional appearance was obtained when the guidewire was strongly pinched with forceps and then released. Examination and testing of undamaged areas on the returned sample found no evidence of an anomaly or defect and performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the exact cause cannot be determined based on the available information, the appearance of the return sample is consistent with damage due to the guidewire being pinched and damaged by a rigid instrument (such as forceps) during the procedure. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by stating that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire advantage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the glidewire "snapped" during an interventional procedure in the patient's lower extremities. Follow-up communication confirmed: the procedure involved a contra-lateral approach going up and over the iliac bifurcation; the guidewire was being advanced through a 6-fr. Lima diagnostic catheter when the distal portion of the guidewire reportedly "snapped inside the catheter"; the detached, distal portion of the guidewire was removed from the patient using a snare device without complication; the original procedure was completed successfully; and the patient is reported to be "doing well."